Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes therapy consultant called in to report for the customer that there was emergency medical services due to the customer going into a diabetic coma. The customer's blood glucose level was 36 mg/dl. The customer declined to speak with the helpline. No further details were provided and nothing was replaced or returned for analysis.